Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, noting low glucose on a freestyle libre 3 sensor and confirming a blood glucose of 30 mg/dl by fingerstick after performing a device factory reset earlier in the day and announcing a meal. Investigation included a review of use conditions and user education. Investigation of this case revealed that the event was consistent with hypoglycemia with an undetermined cause, with contributing factors possibly including recent system reset and timing relative to meal announcement. There was no user reported symptoms during the event. Outcomes included self-treatment with fast-acting carbohydrates and continued home monitoring, with no emergency treatment, hospitalization, or long-term impairment reported. It was concluded that the device performed within expected parameters with no confirmed device malfunction and that user counseling on hypoglycemia treatment and monitoring was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.